Event description:
Reporter alleged blood glucose measured hi back to back with a result of 213 mg/dl performed within 10 minutes of each other. No actions were taken or treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.